Event description:
It was reported that during a water vapor therapy procedure, the delivery device displayed error 296. Needle retraction was attempted but it was unsuccessful. The device was turned off, and the procedure was completed using another device. There were no patient complications reported.

Event description:
It was reported that during a water vapor therapy procedure, the delivery device displayed error 296. Needle retraction was re-attempted, but it was unsuccessful. It was confirmed that manual needle retraction was used but it was unsuccessful. The device was turned off, and the procedure was completed using another device. There were no patient complications reported.